Manufacturer narrative:
The reported event occurred on a cobas s201 analyzer (serial number:(B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The results generated during testing were consistent with the clinical profiles of the donors, which suggested occult hbv infections. Occult infections are associated with hbv concentrations below the assay's limit of detection, leading to non-reproducible detection. A review of the cycle threshold (CT) values and comparison with internal data confirmed that the assay's performance aligned with expected behavior for such cases. Additionally, the possibility of hbv contamination during customer workflow and cleaning could not be excluded. However, further testing of the primary pool materials was not conducted, as the clinical information and assay results were consistent. The customer was informed that deviations from the recommended procedures for resolving positive primary pools are unsupported. The investigation concluded that the assay was functioning as intended, and no product issue was identified.

Event description:
The initial reporter alleged unexpected non-reactive results for two donor samples tested with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the single server pdm 230v instrument. The allegation involved discrepancies between the assay results and reactive hbv serology results for the donors. On (B)(6) 2019, a primary pool of six samples (pp6) generated a reactive hbv result with a cycle threshold (CT) value of 40.53. Upon individual testing of the two serology-reactive samples on (B)(6) 2019, non-reactive results were obtained. Four donors with non-reactive serology were subsequently tested in an additional pool of six samples, which also generated non-reactive results. The serology-reactive samples were associated with the following results: sample (B)(6): nat (nucleic acid testing): cobas s201 ¿ non-reactive on (B)(6) 2019. Hbsag (hepatitis b surface antigen): architect ¿ negative. Elisa (enzyme-linked immunosorbent assay): negative. Anti-hbcor (hepatitis b core antibody): elisa ¿ positive. Anti-hbe (hepatitis b envelope antibody): elisa ¿ positive. Anti-hbs (hepatitis b surface antibody): elisa ¿ positive. Sample (B)(6): nat: cobas s201 ¿ non-reactive on (B)(6) 2019. Hbsag: architect ¿ negative. Elisa: negative. Anti-hbcor: elisa ¿ positive. - anti-hbe: elisa ¿ negative. - anti-hbs: elisa ¿ positive. On (B)(6) 2019, another primary pool of six samples (pp6) generated a reactive hbv result with a CT value of 37 in channel 2. Resolution of this pool into six individual samples resulted in non-reactive results for all samples. Platelet donations associated with these results were rejected due to exceeding the viable lifetime. Additional serology testing of the samples revealed that two donors had reactive hbv serology results, as follows: sample 1: hbsag: architect ¿ negative. Elisa: negative. Anti-hbcor: elisa ¿ positive. Anti-hbe: elisa ¿ positive. Anti-hbs: elisa ¿ positive. Sample 2: hbsag: architect ¿ negative. Elisa: negative. Anti-hbcor: elisa ¿ positive. Anti-hbe: elisa ¿ positive. Anti-hbs: elisa ¿ positive. Blood donations associated with the non-reactive results were not released.